Event description:
The event is reported as: complaint alleges that the circuits were found to have a proximal port cap crack. The alleged defect was discovered during pre-testing.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.